Manufacturer narrative:
(B)(4) captures the surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances measuring greater than 125 ohms. Subsequently, this lead was surgically abandoned and replaced. No adverse patient effects were reported.